Event description:
It was reported that device fracture occurred. An ngmc/single/021/bern/1ro/105 direxion microcatheter was selected for use. During the procedure, the device fractured. The device was removed, and the procedure was completed using an alternative device. No patient complications occurred as a result of this event, and the patient was expected to make a full recovery.

Manufacturer narrative:
G4: premarket / 510(k): k142259, k163701. Good faith effort attempts were made to try and retrieve the product status and additional details regarding the reported event, but further information was unable to be obtained. Investigation results: device technical analysis: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the direxion device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.